Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 4 fr single lumen powerpicc solo with 3cg stylet and t-lock inserted in the catheter was returned for evaluation. An initial visual observation of the photograph showed a catheter and stylet inserted into a patient. No evidence of a leak or damage could be seen in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time.

Event description:
It was reported, "the stylet in the PICC has changed and it leaks when the PICC is flushed and air enters the syringe with the reflux." No other information was provided. It was reported this occurred with 10 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the stylet in the PICC has changed and it leaks when the PICC is flushed and air enters the syringe with the reflux." No other information was provided. It was reported this occurred with 10 devices. This report addresses the first device.